Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the anchor pulled out of the patient's bone during the surgery and the inserter tip was found bent. No patient consequences have been reported as a result of the malfunction. No more additional information is made available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by visual examination of the returned complaint product. The suture was found disassembled from the inserter. The anchor is frayed as well. Device history record (DHR) review identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.